Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that programming changes were made. The patient had no changes in condition.

Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Patient was asymptomatic. The recommended programming changes will be made during next scheduled follow up.